Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified a particle on the flim-wrap of the stress-member plug. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle on the film of the small volume intermates stress-member plug. The particulate matter was identified after the device was compounded with vancomycin, before use. There was no patient involvement. No additional information is available.